Event description:
Patient was paralyzed following use of bengal stackable monolith (depuy - synthes) for c6 anterior cervical corpectomy and fusion performed at (B)(6) medical center. The bengal corpectomy cage was used in the cervical spine - a use not approved or cleared by FDA. No disclosure about unapproved use, or actual safety risk profile concerning use in the cervical spine given to patient. Device is in cage geometry that matches the cervical column and vertebral endplate morphometry, but is labeled to be used at levels below the cervical spine in the thoracolumbar spine. Patient required posterior decompression and fixation six months later and limited restoration of limbs.